Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000166. A manufacturer representative went to the site to test the equipment. It was reported that the door switch was replaced and the door mechanics re-adjusted. The imaging system then passed the system checkout and was found to be fully functional. Possible causes of the issue was determined to be that step 2 of the manual door opening was done before step 1, as this would bind the door and the rotor would be to tight to move. Also, when the door switch broke during 3d spin, it could have jammed the door. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a cervical spine procedure. It was reported that during the clinical case the imaging system terminated a 3d spin near the end of the spin (still transferred the full exam to the stealth) and the site were then unable to open the gantry. They tried the yellow override button without resolution. They tried to manually crank the gantry, but moving the bolt made a clicking noise and did not move the rotor. The indicator lights for rotor position were off, but when they rebooted the system they came on briefly and showed the rotor was rotated about 45 degrees off from home. One of the gantry door covers appeared to be pushed in slightly and not resting in correct position. The site used lift-and-shift to move the imaging system to the foot of the bed to continue the case. After the case they remove the patient and dismantle the bed to get the imaging system out of the room. Information pertinent to patient outcome and length of surgical delay.

Manufacturer narrative:
A1-5: updated b5: additional information e1: updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no impact to patient outcome and surgical delay of 30 minutes. The site was still able to complete the case with the system they just used lift and shift to move the system.